Event description:
The customer reported a frozen display. Troubleshooting was performed. The time was not advancing and the buttons were unresponsive. The battery was removed for five minutes. The display was frozen and the buttons were not responding. Advised the caller revert to back up plan until the replacement of the device arrives. During the call, the caller stated that she had an urgent care visit for high blood glucose of 329 mg/dl and she has treated with food. The customer was suggested to go the emergency room or having manual injections. Troubleshooting was performed. The time and settings were correct. Reviewed the bolus history and found that she treated her high glucose with a full bolus. The caller also mentioned being in a vehicle accident while driving and was hospitalized on (B)(6) 2012 for low blood glucose of 20mg/dl. The programming and the daily totals were not accurate. The reservoir was showing less insulin than the status screen. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with an intermittent buttons response due to moisture damage at the keypad traces. Unable to confirm frozen display or battery out of limit.